Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced but confirmed through review of the event history log. The evaluation confirmed the reported symptom through causality of continuity on pins 39-40 and the upstream sensor was required to be replaced.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient injury.